Event description:
A customer reported to beckman coulter, inc. (Bec) that "waste exit sump not draining at all" error was received on unicel dxc 600 synchron clinical system. The customer also reported that no foam had leaked. Msds was reviewed, and the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer stated that vacuum accumulator and waste exit sump were empty. The customer noticed o-ring debris. On (B)(4) 2011, field service engineer (fse) found the "y" fitting on the tubing coming from the no foam bottle was cracked and had a small leak. The fse replaced the fitting and trimmed the ends of the tubing. For waste exit sump issue, the customer technical support (cts) had customer reset float switch sensor, and visually and manually inspect no foam sensor tubing and o ring. (B)(4).